Event description:
The reporter stated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens on (B)(6) 2011. The lens was explanted on (B)(6) 2011 due to excessive vaulting. Subsequently, the patient experienced elevated iop. The surgeon lasered the peripheral iridectomies to enlarge but it did not work, so the peripheral iridectomies were surgical enlarged. The elevated iop was down by the next day. The icl was exchanged for a shorter lens. The reporter stated the surgeon felt the event was due to mismeasurement of the white-to-white.

Manufacturer narrative:
(B)(4) - surgical procedure, secondary surgery, intraocular pressure rise, iridectomies enlarged, explanted, lens, vaulting, excessive. Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation method: medical review. Results: medical review - review of this file indicates that the icl exhibited a high vault in this patient which led to increased iop. The icl was exchanged with a shorter lens which resolved the problem. The root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. Surgeons are always reminded to measure the horizontal white-to-white under the microscope with a caliper, and confirm this with a steel ruler. Calipers may be bent, and could give a wrong reading. Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop etc.) To prevent any of these complications from occurring, staar recommends that the lens be explanted and/or exchanged with the right size once the surgeon determines that this condition may affect outcome of the patient's vision. Visual inspection of the returned product found no visible damage to the lens. There was evidence of dark surgical residue. Conclusions: (no device failure): based on the complaint history, work order search, medical review and the evaluation of the returned product, the root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).